Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the lead had apparent explant damage. Products: addr01 implantable pulse generator (B)(6) 2008; 5568 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator early. Also reported was chronic high threshold of the right ventricular (rv) lead with exit block. The device and the rv lead were explanted and replaced. No patient complications were reported as a result of this event.